Event description:
It was reported that the patient had a loss of therapeutic effect with a loss of bladder control. It was noted that the patient leaks sometimes when she stands up. The reporter noted that the patient had been doing chemo treatments for 2 weeks for tumors on her wrists. It was noted that the patient¿s last treatment was 3 weeks prior to the report on 2013 (B)(6) and the patient had been having issues with leaking since. It was uncertain if the health care professional did a therapeutic ultrasound or if it was another type of treatment. The reporter stated that the patient was on program 3 at 2.3v and the stimulation was currently off. It was noted that the patient turned the stimulation down so it was comfortable. It was further reported that the patient received assistance on 2013 (B)(6) and her concerns were resolved.

Manufacturer narrative:
Product ID 3037, serial# (B)(4), implanted: 2009 (B)(6); product type programmer, patient product ID 3093-28, lot# v188962, implanted: 2009 (B)(6); product type lead. (B)(4).